Manufacturer narrative:
(B)(4). Baxter evaluated the device in question and a system error 601 alarm was observed. Further eval found that the system alarm was due to a failed processor printed circuit board. The processor periodically performs a cyclic redundancy check (crc) on regions of flash memory; if the calculated check value does not match the stored check value, the pump will alarm system error 601.

Event description:
It was reported that a pump alarmed for a system error 601 during an infusion (medication, programmed amount and delivery rate unk). The customer tested the device and a system error 601 alarm was observed.